Event description:
A materials manager reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the lens was found to be damaged. Additional information was received stating lens was not damaged, the lens would not unfold inside the eye. That was the only problem.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).